Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6 product code:04.617.816. Lot # 198p149. Manufacturing site: mezzovico. Release to warehouse date: 12 jun 2021. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device the photo investigation revealed that the csl-scr ø3 l16 tan was found embedded within the bone and is remains in patient. The "unable to disassemble" allegation cannot be assessed through a photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for csl-scr ø3 l16 tan. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, a potential cause cannot be established with the provided information due to be a multifactorial issue and it has been determined that no corrective and/or preventative action is proposed. . Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient is fine.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional device product codes: kwq. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: it was reported that on (B)(6) 2023, the thread on the device was broken during surgery for anterior cervical internal fixation. After implantation of the zero-p implant, whin final locking the locking screw with an inserter, the head of the inserter was fractured in the head of the screw, which was left in the patient¿s body. The screw was not able to be backed out. This caused a surgical delay of 40 minutes. This report involves one 3.0mm ti cervical spine locking screw 16mm. This is report 1 of 2 for (B)(4).